Event description:
It was reported that the seat rail, frame, and extension tubes on a powered wheelchair were bent when the user drove and tipped the chair in depression in the ground. There was no report of user injury or medical intervention.